Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after changing infusion supplies, the user experienced elevated blood glucose and performed troubleshooting that included disconnecting and running a fill-tubing procedure, with visible drops after 7 units, suggesting air in the line or an incomplete initial fill. Symptoms included hyperglycemia with a reported blood glucose of 320 mg/dl. Outcomes included monitoring at home without alarms or hospitalization. Investigation included customer care guidance to perform line priming and observation of insulin drops, along with education on proper fill-tubing technique. Investigation of this case revealed that air in the infusion set or incomplete priming was consistent with the reported issue, with no evidence of leaks, kinks, or device alarms. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.